Event description:
It was reported that the renasys go was placed on the patient's knee and stopped working in the middle of the night. A backup device was not available until the next day. No patient injury or harm reported. No further information available.